Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ winged shielded IV catheter 20ga 1.16in (1.1 x 30 mm) had a damaged package which compromised the sterility. The following information was provided by the initial reporter: "a department again reports a rupture of sterility on autoguard catheters of references 381944 and 381934. The paper wrapping that was supposed to maintain sterility has come off in the peel-off area."

Manufacturer narrative:
H.6. Investigation summary: bd received 2 unused insyte autoguard 20 gauge units from lot 8071737 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed that the packages appeared to being peeling near the end. However, there appeared to be traces of adhesive found on both of the packages indicating that the packages were sealed properly at some point. The width of the seal was measured for both units and found to be within product specifications. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that there was an issue with a supplier and material received. This supplier has been notified of this issue and a new supplier has been chosen to correct this failure mode. The manufacturing facility has been notified of this incident and the findings. H3 other text : see h.10.

Event description:
It was reported that bd insyte¿ autoguard¿ winged shielded IV catheter 20ga 1.16in (1.1 x 30 mm) had a damaged package which compromised the sterility. The following information was provided by the initial reporter: "a department again reports a rupture of sterility on autoguard catheters of references 381944 and 381934. The paper wrapping that was supposed to maintain sterility has come off in the peel-off area."